Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver charged and will boot: receiver perpetually rebooting. Open receiver, detached ui pcba, and retrieve the receiver download. There were no findings related to customer complaint. The complaint could not be confirmed for receiver overheating because receiver perpetually rebooting and no overheating found on troubleshooting. The reported event of an overheating receiver could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/11/2017 that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. No product was provided for evaluation. The reported event of receiver was overheating could not be confirmed. A root cause cannot be determined.